Event description:
It was reported to technical services on 10/17/12 that this rv lead has r waves measuring 1.8v. (B)(6) 2011 the r-wave amplitude did drop from 15 to 25mv to ranging from 2mv to 5mv or so and rv impedance also dropped from around 700 ohms to 500 ohms. Since that drop it has been stable for sensing but on the lower side. There are induced episodes in the logbook in (B)(6) 2011 so looks like they did dft's so would suspect the lvad was implanted in (B)(6) 2011 and that would likely explain change in impedance and sensing as that procedure moves the heart a lot and can move the leads. Recommend normal troubleshooting to look for noise or change in impedance. No adverse pt effects mentioned by rep and she will discuss with the cam. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).